Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing intermittent low blood glucose (bg) levels of 39-50 mg/dl; cause was unknown. Customer consumed glucose tablets and carbohydrates, and glucagon to address bg. Customer alleged the control iq software did not function as intended, however upon review it was found that the control iq feature was working as intended. Customer reverted to an alternate method of insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.